Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed one record of power on reset associated with battery change dated (B)(6) 2014. No activity outside of normal use was observed in the data. On examination, the battery cap was evaluated and determined to be within the required specifications. The battery compartment was intact without damage and the cap able to secure properly to the pump. Manipulation of the cap on the pump did not cause the pump to re-boot. The pump was exercised for 24 hours without interruption or loss of power. The pump was opened for investigation and did not reveal any damage or defect of the power circuit. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications.